Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and it was separated from the needle. Unable to confirm that the customer received the sensor in said condition due to the customer returning the sensor opened/used.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was also reported that the sensor had a needle which got stuck in the needle hub. The customer stated that the sensor was in pieces when she opened the package. The replacement of the sensor was advised. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2015-08161.